Event description:
It was reported that on (B)(6) 2011, the patient underwent stenting with a 3.0x15 promus stent in the mid right coronary artery (rca) and with a 3.0x28 taxus liberte stent in the mid left anterior descending (lad) artery. The following year on (B)(6) 2012, the patient had weakness and chest pain that radiated to her jaws and shoulder. The patient was diagnosed with a non-st elevation myocardial infarction and acute coronary syndrome. The following day on (B)(6) 2012, coronary angiogram found 30% mid narrowing in the rca and 25% mild haziness beyond the proximal to mid stent in the lad. Angiogram also found 30% mid narrowing in the left circumflex coronary artery and an occluded stent in the second obtuse marginal artery. Percutaneous intervention was not performed in any of the coronary vessels. The patient was medically managed in the absence of exertional chest discomfort. The event was considered resolved on (B)(6) 2012. There was no additional information provided.

Event description:
At the time of hospital discharge, on (B)(6) 2012, aspirin and prasugrel were prescribed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, myocardial infarction and restenosis, as listed in the instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. Complete patient identifier is (B)(6).